Event description:
During evaluation of a homechoice device, it was noted that the cassette of a homechoice automated pd set with cassette had leaked into the device. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was received for analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and identified indented/punctured cassette sheeting. Functional testing performed included leak testing, clamp function test, clear passage test, and device-device interaction testing. The leak testing identified a leak through punctured cassette sheeting. Clamp function and clear passage testing was performed with no issues noted. The damaged sheeting was replaced with lab sheeting and the set ran on the homechoice machine with no issues. The reported problem of leak was verified and the cause was determined to be the indented/punctured cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.